Manufacturer narrative:
The pacemaker was returned for analysis. Prior to the analysis of the device, the quality documents accompanying the production process of this pacemaker were reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. The pacemaker first underwent a status interrogation, and the memory content was analyzed. Matching the complaint, it was found that the safe program had been automatically activated by the implant due to a damaged device memory. In general, the device is capable of detecting damaged memory content. In such a case, the pacemaker reacts per specification by switching to the safe program, in which an antibradycardic therapy function is ensured in unipolar lead configuration. During interrogation, an appropriate warning message is displayed for the user. The pacemaker was then successfully re-initialized. Further examination of available device data showed that the sensing and pacing polarities in the ventricle were first programmed to unipolar during the follow-up on 05 may 2020, 3:55 p.m. Two minutes later, the polarities were changed to bipolar. The data documented that a conflict message was here displayed at the programmer and was confirmed by the user. The used competitors lead is a unipolar lead. The follow-up from 06 may 2020 again documented unipolar sensing and pacing polarities in the ventricle. In the further course of the analysis, the pacemakers capability to provide therapy was tested. The antibradycardic output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed specification-conforming behavior in regard to its device functions. In addition, pacing at re-initialization was tested. For this, the implant was re-initialized once more, and pacing was continuously monitored in the process. No anomalies were found. The therapy delivery was proper. A long-term pacing test was performed. The pacing function showed no anomalies during the test. The device was capable to provide therapy without restrictions. In summary, the device was without defects during the analysis and within specifications. There was no material defect or manufacturing error.

Event description:
After an implantation period of approx. 94 months it was reported that a loss of capture was observed.